Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a f40s dialyzer broke during a patient's hemodialysis (hd) treatment. Upon attempting to return the patient's blood a whistling noise could be heard from the dialyzer and multiple pressure alarms were received. The patient's blood could not be returned. The patient's estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury or require medical intervention. Treatment was completed on a different machine with new supplies. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a f40s dialyzer broke during a patient's hemodialysis (hd) treatment. Upon attempting to return the patient's blood a whistling noise could be heard from the dialyzer and multiple pressure alarms were received. The patient's blood could not be returned. The patient's estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury or require medical intervention. Treatment was completed on a different machine with new supplies. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation. An analysis of the retained samples was not performed, due to the high unlikelihood of detecting a failure as all batches are subjected to 100% testing and the number of retained samples is small. A batch records review was performed. 19,872 products originated from this batch and were inspected to protocol and found to be conforming to specification. No indication for any relationship with the reported failure mode was found. The reported issue could not be confirmed. The cause of the reported event could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a f40s dialyzer broke during a patient's hemodialysis (hd) treatment. Upon attempting to return the patient's blood a whistling noise could be heard from the dialyzer and multiple pressure alarms were received. The patient's blood could not be returned. The patient's estimated blood loss (ebl) was not provided. It was not reported that the patient experienced a serious injury or required medical intervention. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.